Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was moisture in the battery compartment. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the black box shows multiple consecutive ¿cs054¿ alarms post ¿cs162¿ loss of prime warning on (B)(6) 2016, no por events observed between the alarms/warnings or anywhere in the bb. The battery compartment is cracked from threads down to the case seal on the side; returned battery cap is able to fit to maintain electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. Leak test failed due to a battery compartment leak, no visible moisture is observed from outside. ¿ez-prime¿ steps were performed correctly, no power interruption or any eaw occurred during the investigation. Unable to duplicate ¿power¿ complaint. The pump¿s cover was removed, moisture corrosion was found to the fs circuit and to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.